Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion due to too wire of a gap in the downstream pressure plate. The unit was reworked/recalibrated to correct this issue.

Event description:
It was reported that a device was constantly alarming downstream occlusion. It was also reported that there was no patient involvement.